Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was intermittently unresponsive, the battery was depleting quickly and that the charging port was damaged and loose resulting in difficulty charging. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up and further information was unable to be obtained.